Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿an IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility." An incomplete date of event of (B)(6) 2020 was provided. Received a copy of the customer's additional information letter from FDA which states, ¿an IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿an IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility." There were no adverse effects were cause to the patient from the event.

Manufacturer narrative:
The report of channel errors was confirmed and reproduced. Physical inspection of the pump module s/n (B)(6) noted the instrument seal was broken. The male and female iuis were observed with dried fluid. A bezel crack was observed on the surface from the left side of the bezel to the bottle side pressure sensor cavity. Review of the pump module s/n (B)(6) error log showed that error 240.4150.0 sensor_broken_high_failure) was recorded three (3) times on the reported event date between 5:51 am and 5:56 am. Log analysis showed that on the reported event date, the suspect device was first attached to pcu (sn (B)(6)) and at 5:49 am, programmed an infusion of 950 ml of an unknown medication to infuse at a rate of 60 ml/hr. The device recorded two (2) alarms for air in line and one alarm for channel malfunction before being channeled off. The suspect device was then attached to pcu (sn (B)(6)) and programmed an infusion of 950 ml of an unknown medication to infuse at a rate of 60 ml/hr. The device alarmed for channel malfunction. The pcu was powered on again and the infusion was reprogrammed. The device again alarmed for channel malfunction. Functional testing resulted in the device immediately alarming for channel error. Rate accuracy testing found in the patient side pressure sensor to be within specification. The root cause of the channel errors was identified as a faulty bottle side pressure sensor. The pc units were not returned for investigation.